Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.

Event description:
It was reported that during an implant procedure that the guidewire punctured through the left ventricular (lv) lead insulation. The lv lead was not used and the physician elected to complete the procedure with a different lv lead. The patient condition was stable.